Event description:
The consumer stated that the toothbrush is filled with black mold, which he is allergic to. The consumer stated that he takes the toothbrush apart about every two weeks so that he can clean it. He boils the product and allows it to dry putting it back together. The consumer got sick with the flu about a month ago. Midway through his illness, he found out that he was ingesting mold that dried in the toothbrush. He suffered with fatigue, muscle aches and diarrhea. The consumer was taking antibiotics. The consumer contacted the firm about ten days ago to advise them of the problem. He was advised that the mold problem was his fault because he did not take proper care of the toothbrush. The consumer stated that there are no instructions provided with the product about the care of the toothbrush. Injury, seen by medical professional. Product category: personal care. Retailer: (B)(6).. Retailer state: louisiana. Purchase date: (B)(6) 2017, this date is an estimate. Document number: (B)(4). Report number: 20180228-2cfa7-1738674.